Event description:
It was reported that the pump exhibited a force sensor test system failure. No patient injury was reported.

Manufacturer narrative:
A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection the pump in excellent condition with no visible contamination. A review of the event history log identified force sensor test in the history. Functional testing was performed and the force sensor test error duplicated during the power up process. The root cause of the issue could not be determined. A corrective and preventative action has been opened to address the reported issue. Recalibrated the force sensor and that cleared up the problem. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).